Event description:
It was reported by the plaintiff's attorney that on (B)(6), 2008 the plaintiff was implanted with ams monarch subfascial hammock system to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that the "plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, will likely be forced to undergo corrective surgery." The plaintiff's attorney also alleges that the "plaintiff severe personal injuries, pain and suffering," and "severe emotional distress."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.